Event description:
It was further reported that in (B)(6) 2009, the new lesion being treated located in the distal circumflex(cx) was 90% stenosed, 2.5mm in diameter and 22.3mm long. The lesion was treated with predilation and placement of a 2.5x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0% with timi 3 flow noted. A staged percutaneous coronary intervention was performed 11 days later. The patient was discharged without complications 19 days following the initial procedure on aspirin and clopidogrel bisulfate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the target vessel diameter of the distal circumflex was initially noted as 2.25mm and the correct diameter should have been 2.50mm.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4)

Event description:
(B)(6) clinical study. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis. During the index procedure, the unspecified target lesion was treated with an unknown size taxus liberte stent. In (B)(6) 2010, follow-up coronary angiogram was performed and revealed restenosis in the distal circumflex. It was also noted that the proximal circumflex and the right posterior descending artery was stenosed. The patient was without ischemic symptoms. Lesion 1 was located in the distal circumflex was 75% stenosed, 2.25mm in diameter and 15.0mm long. The lesion was dilated with a balloon catheter. Residual stenosis was 0%. Lesion 2 was located in the proximal circumflex. The lesion was 90% stenosed, 3.00 mm in diameter and 15.0mm long. An unknown size non-bsc stent was implanted in the lesion. Residual stenosis was 0%. Lesion 3 was located in the right posterior descending artery. The lesion was 75% stenosed, 2.50mm in diameter and 10.0mm long. The lesion was dilated with a balloon catheter. Residual stenosis was 0%. The event was successfully resolved and the patient was discharged without angina symptoms. A 1 year follow-up was performed; the patient had no anginal symptoms.